Event description:
The customer reported the evis exera iii video system center image is switching between ultrasound and scope picture (b30 - scope communication) if the contact behind the unit is touched. In addition, the unit loses image and display a test picture. The event occurred during a sarcoidosis procedure and the operation was aborted as a result. There was no patient harm or user injury reported due to the event. This reported is related to patient (B)(6) for the evis eus ultrasound bronchofibervideoscope that was used with the video processor.

Manufacturer narrative:
Initial reporter health professional, initial reporter occupation- information not provided. The customer further investigated and discovered a bad contact for the keyboard connection. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 10-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the combined scope used (bf-uc190f) caused an abnormality of the electrical junction of the scope connector resulting to the phenomena. The cm substrate with the keyboard connector will be replaced per the request of the customer. Olympus will continue to monitor field performance for this device.